Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, the device was leaking, this was the working port where 5mm instruments were being used. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.